Event description:
A video monitor that had been installed recently in the center had a malfunctioning vertical hold. There was potential danger to the pt because this is the only method of viewing the inside of the colon during a procedure. The screen on the video monitor is used to direct the physician during the procedure. No apparent injury occurred to the pt during the procedure.